Manufacturer narrative:
According to the available information the titan was implanted on (B)(6) 2001 and revised on (B)(6) 2021 due to erosion/extrusion. Only the right cylinder was removed due to impending possible distal erosion. It was capped off using a true lock plug and the left cylinder was left in place. The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of erosion/extrusion, quality accepts the physician¿s observations of such as the reason for surgical intervention. As no lot# was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, the right side cylinder was removed due to impending possible distal erosion. No other adverse patient effects were reported.